Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not retuned.

Event description:
Country of complaint: (B)(6). During an operation, outer tube of storz forceps was broken and fragments went inside patient. The customer checked the trocar and found that the tip was slightly deformed. It seemed that the breakage of the outer tube caused by the deformation, which the outer tube was shaved by contacting the deformation. 4 pieces of the shaved fragments were confirmed and they looked like a black hair and 2.0cm long. Components in use listed as concomitant devices are: ek017r / trocar sleeve 5/110mm threaded w/o tap z-fremd-instr / foreign instrument.

Manufacturer narrative:
Investigation: the complained products are not available for investigation. Only pictures of the trocar and the fragment have been provided. Conclusion and root cause: based on the information available, as well as a result of our investigation, the root cause of the failure is most probably related to an insufficient usage. Rational: based on the provided pictures we have to assume that the trocar is no longer according to the specification. The deviation at the tip of the trocar was most likely caused by an improper handling, for example during reprocessing. Thus a damage of the insulation of the shaft caused by tilting during removal of the instrument is possible. No CAPA is necessary.